Manufacturer narrative:
(B)(4). On july 22, 2019 the customer called and advised they tested the ventilator again with different equipment and found no issue with it. Customer stated the ventilator was working properly and they no longer needed an onsite vyaire field service representative to evaluate the device onsite. If there is any additional information received regarding this complaint a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Any additional information received regarding this complaint will be submitted in a follow-up report.

Event description:
It was reported to vyaire that the avea ventilator was auto-cycling. The customer stated there was no patient involvement.